Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. There are several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Based on the information received the cause cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 25mm mitral valve implanted in the tricuspid position underwent surgery for a valve in valve procedure due to paravalvular leak (pvl) and one leaflet immobility (peak gradient 7 mmhg and the mean gradient 5 mmhg) after an implant duration of approximately one year. A transcatheter 26mm transcatheter valve was implanted inside the failing 25mm valve. The patient is hospitalized in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.